Event description:
A customer reported that an unexpected negative reaction was obtained on the 3-cell screening assay on galileo echo (B)(4) with a sample containing anti-d.

Manufacturer narrative:
A review of the image files showed that results appeared as reported by the instrument. Testing performed on a different echo gave the same results. Controls reacted as expected. Additional testing was performed on (B)(4) 2012, using a different lot of antibody screening plates and indicator cells. Negative results were again obtained. The unexpected reactivity appears to be sample related.